Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The pump was not infusing at the set rate and was slower than programmed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update to 02/28/2025. Additional information: h6 (update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.